Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp2401 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported pt was "admitted (B)(6) 2019 for occluded PICC line." No other information was provided.